Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation and prior to use, the xience xpedition stent dislodged and was noted to be in the packaging. The device was not used. There was no patient involvement and no reported clinically significant delay in the procedure. The procedure was completed using a different device. No additional information was provided.